Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had a power outage. The central nurse's station (cns) then went down and would only boot back to a blue screen. Nihon kohden technical support (nk ts) instructed the customer to swap the hard disc drive (hdd) in the secondary drive slot with the primary drive slot and vice versa. Swapping the hdds did not resolve the issue. They then removed the original primary hdd from the unit altogether. The cns was then able to boot back up. They were sent new hdds to perform an on-site hdd replacement of both drives to mitigate further issues. No patient harm was reported. Service requested / performed: troubleshooting. Nka rc shipped replacement hard drives to the customer to resolve the issue (# 9000006111a). On 09/01/2020, nk ts walked the user through installing ad setting up the hard drives. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). Hard drive degradation is most likely the cause of the device failure. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bedside monitors (bsms): model #: ni, serial #: ni. Telemetry transmitters: model #: ni, serial #: ni.

Event description:
The biomedical engineer (bme) reported that they had a power outage. The central nurse's station (cns) then went down and would only boot back to a blue screen. Nihon kohden technical support (nk ts) instructed the customer to swap the hard disc drive (hdd) in the secondary drive slot with the primary drive slot and vice versa. Swapping the hdds did not resolve the issue. They then removed the original primary hdd from the unit altogether. The cns was then able to boot back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power outage in the morning and the central nurse's station (cns) went down and then would only boot into a blue screen. Nihon kohden technical support instructed the customer to swap the drive in the secondary drive to the drive where the primary drive and vice versa. After swapping the drives, the issue was not resolved. Therefore, they removed the original primary hdd from the unit altogether, and then the cns was able to boot up. They are ordering an hdd to replace one of the two drive that failed. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the bedside monitors and telemetry transmitters were being used in conjunction with the cns, but no models or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that they had a power outage in the morning and the central nurse's station (cns) went down and then would only boot into a blue screen. Nihon kohden technical support instructed the customer to swap the drive in the secondary drive to the drive where the primary drive and vice versa. After swapping the drives, the issue was not resolved. Therefore, they removed the original primary hdd from the unit altogether, and then the cns was able to boot up. They are ordering an hdd to replace one of the two drive that failed. No patient harm reported.